Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multi organ failure and sepsis, 10 days after implantation. The source of infection was unknown. The patient was on inotropes and ventilator. The event was treated with antibiotics and inotropes, continuous veno-venous hemofiltration. Leading up to the death, the pump was stopped manually. The outcome was not device or therapy related. The pump performed as intended. An autopsy was not performed. The pump was not explanted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.